Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which nrg was used amongst other devices (12f flexcath advance sheath (medtronic), a 28mm cryoballoon (arctic front advanced) and 8 mm df curve catheter (biosense webster)) for cryoballoon ablation and planned laa closure. As per the published article, the patient developed right atrial tachycardia and required vasopressors. After successful external cardioversion, the patient was hemodynamically stable and did not require vasopressor support. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. [1] eshcol, j., & wimmer, a. P. (2019). Hemodynamically significant iatrogenic atrial septal defects after cryoballoon ablation. Heartrhythm case rep, 5(1), 17-21. Doi:10.1016/j.hrcr.2018.10.001.